Event description:
Home patient reports 12ft extension line for patient end separated from second 12ft extension line during automated peritoneal dialysis treatment. Home patient reports he had pulled on tubing as he got up abruptly to use bathroom prior to incident. Home patient discontinued treatment and set up all new supplies to complete therapy. Healthcare professional reports no home patient injury or medical intervention.